Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing. Technical services (ts) reviewed the stored episode and provided troubleshooting options including evaluating the medications of the patient and programmed clinical zone settings. No additional adverse patient effects were reported. The device remains in service.